Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage testing, and pressure testing was performed on the sample with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector set was leaking between the rotating male t-connector and the female connection point. The set was being used to infuse arginine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.